Manufacturer narrative:
Patient code (B)(6) is being used to capture the surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead was capped and abandoned due to shock lead impedance of 175 ohms. A new rv lead was successfully implanted and no additional adverse patient effects were reported.